Event description:
It was reported that the patient had been hospitalized due to the pocket infection. The patient was enrolled in the (B)(4) study. The device was explanted and was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data that was collected from the device and have analyzed the data. A review of the save to disk found no anomalies.